Event description:
The biomedical engineer (bme) reported that the bsm-6301a bedside monitor was not displaying the rhythm of the ECG. Another bsm-6301a bedside monitor was brought into the room to monitor the patient and to continue on the case. The bme stated that no matter what bsm-1700 they connect to the bsm-6301a bedside monitor, the issue follows the bsm-6301a bedside monitor. There were no error message when the ECG rhythm stopped displaying. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bsm-6301a bedside monitor was not displaying the rhythm of the ECG. Another bsm-6301a bedside monitor was brought into the room to monitor the patient and to continue on the case. The bme stated that no matter what bsm-1700 they connect to the bsm-6301a bedside monitor, the issue follows the bsm-6301a bedside monitor. There were no error message when the ECG rhythm stopped displaying. No patient harm was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Bedside monitor bsm-1700 series model: ni, sn: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the main bsm-6301a bedside monitor was not displaying the ECG rhythm. They tried to connect several bsm-1700s to this main bsm, and the issue would follow the main bsm. There were no error messages when the ECG rhythm stopped displaying. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the main bsm-6301a bedside monitor was not displaying the ECG rhythm. Another main bsm was brought into the room to monitor the patient and to continue the case. They tried to connect several bsm-1700s to this main bsm, and the issue would follow the main bsm. There were no error messages when the ECG rhythm stopped displaying. No patient harm was reported. Investigation summary: the reported device was returned for evaluation and repair. The unit was evaluated, and the complaint was duplicated. The cause of the issue was a circuit board failure. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. Bedside monitor bsm-1700 series: model: ni, sn: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.